Event description:
It was published in the journal of interventional neuroradiology an article of an elderly patient who presented with an acute ischemic stroke due to a severe stenosis in the proximal left middle cerebral artery (mca). The patient failed non-invasive medical treatment and underwent endovascular treatment with angioplasty and stent placement. Following stent deployment, the stent delivery catheter fractured. A significant length (approximately 25cm) of the distal aspect of the catheter and the nose cone were missing, which accounted for the new radiopaque foreign body in the patient; the broken catheter fragment resulted in mca occlusion. The article describes the foreign body retrieval method (trap technique) by balloon catheter inflation within an intermediate catheter adjacent to the proximal end of the fractured catheter, such that the fractured segment was trapped between the inflated balloon and inner wall of the access catheter. The entire construct was removed from the patient, completely removing the fractured piece from the patient. Following the procedure, the patient improved neurologically and was discharged on post-operative day 6 with a stable neurological exam of national institute of health stroke scale (nihss) of 6. At 3 month follow up, the patient had improved to a nihss of 2 and a modified rankin scale (mrs) of 1.